Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion was pre-dilated with another company's balloon catheter. The voyager balloon catheter was delivered to the lesion and the balloon was inflated; however, the balloon ruptured at 10 atm due to the calcification. A smaller voyager balloon catheter was used and the lesion was dilated again and another company's stent was implanted. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation: product performance engineering reviewed the incident. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, excessive applied pressure, or insufficient preparation prior to use. The lesion was moderately calcified, which could have contributed to mechanically damaging the balloon surface such that upon inflation, the balloon ruptured. A definite root cause for the balloon rupture cannot be determined.